Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. During the procedure, the hemostatic valve failed when the catheter got pushed into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was bleed back. To troubleshoot, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced without resolution. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small with a different lot number was replaced a second time, the issue was resolved, and the procedure was continued. The investigation was completed on 11-jul-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The dislodgment of the valve, could be related to the leak issue reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 26-jun-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and hemostatic valve leak issues occurred. During the procedure, the hemostatic valve failed when the catheter got pushed into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was bleed back. To troubleshoot, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced without resolution. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small with a different lot number was replaced a second time, the issue was resolved, and the procedure was continued. Additional information was received. When the physician attempted to insert the ablation catheter, there was resistance at the hemostatic valve. The catheter was removed and patient bleed back ensued. There was no harm to the patient. The sheath was intact. This exact problem happened two times. Unable to provide pictures. The event was assessed as MDR reportable for hemostatic valve leak issues under both sheaths.